Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples/photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint.

Event description:
It was reported that syringe plastipak 20ml ll s/su was damaged. The following information was provided by the initial reporter: when removing the 20 ml syringe from the medication dilution package, a defect in the syringe plunger was noted.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe plastipak 20ml ll s/su was damaged. The following information was provided by the initial reporter: when removing the 20 ml syringe from the medication dilution package, a defect in the syringe plunger was noted.